Event description:
A physician attempted to close an arteriotomy using the starclose device. Manual compression was used to achieve hemostasis. The following day an arterial femoral echo doppler revealed an "aliasing" intra-arterial. The physician performed "an endarterectomy with insertion of prosthesis in dacron, because of a longitudinal dissection."

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.